Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the reported observations and recommended the patient follow up with her physician. The root cause of the reported clinical observations was not identified and the boston scientific sales representative was not able to provide additional product issue details. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal event and is also having flutter episodes. The caller was inquiring about if the device is included in an advisory population. No adverse patient effects were reported.